Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not enabled the carbohydrate setting from "off" to "on' since receiving the pump. Subsequently, customer's blood glucose was elevated (300 mg/dl). Customer updated the carbohydrate setting and delivered a correction bolus via the pump to address elevated blood glucose.